Event description:
Medical records provided to kci indicate that in 2009, a pt underwent a repeat incision and drainage procedure with debridement on a wound approx 2.5 weeks old resulting from a nail piercing the left forefoot. Medical records also indicate on this date, that a wound culture, taken during surgery, revealed no mrsa at that time, only enterococcus remained. Medical records indicate that the wound was packed and partially closed. The next day, v.a.c. Therapy was initiated. Medical records indicate that the pt and family stated that the procedure of applying v.a.c. Therapy was not tolerated well due to severe pain from the wound. The pt was subsequently discharged home on this day with an appointment four days later, for a dressing change at the wound care clinic. The period was four days. V.a.c. Labeling states, "infected wounds must be monitored often and very closely. For these wounds dressings may need to be changed more often than 48 - 72 hours; the dressing change intervals should be based on a continuing evaluation of wound condition and the pt's clinical presentation, rather than a fixed schedule." During that days, medical records indicate that an attempt was made to remove the dressing and the pt would not allow the attending physician to remove the foam from the wound due to adherence and pain. Medical records indicate that the pt was extremely fearful of the pain. Medical records indicate that the attending physician consulted with the pt and family on options to remove the foam. Medical records state that it was decided with the attending physician, pt and family that sedation to remove the foam as an outpt surgical procedure was the best course since the pt would not allow the foam to be removed in the clinic. Two days later, medical records indicate that the pt saw his primary physician. The physician reported that the wound had no signs of infection. Medical records indicate that the pt's physician discussed with the pt and parents the need for continued wound care. The physician states that drains would not be enough and either packing the wound which was not tolerated well after last surgery or v.a.c. Therapy were best courses of treatment. The physician also stated that the wound care would need to be managed while awake and not under anesthetic. Medical records indicate the pt was taken to surgery the same day, for light general anesthesia to remove packing, foam and debridement. Medical records indicate that the wound looked very good and pink and the wound was closed over drains.

Manufacturer narrative:
Kci is filing this report due to possible use error as the v.a.c. Granufoam dressing was left inside the wound longer than the period recommended in the v.a.c. Therapy labeling and had to be surgically removed.